Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-05667 & 05668).

Manufacturer narrative:
This follow-up is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported patient underwent a left total hip arthroplasty on (B)(6) 2008. Patient's legal counsel further reported patient allegations of pain, damage to bone/tissue and elevated metal ion levels. Subsequently, patient underwent a revision procedure on (B)(6) 2014. A review of the invoice history confirmed the surgery dates and indicates the modular head, taper adapter and acetabular cup were removed and replaced during the revision procedure. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received on patient medical records reveal the (B)(6) 2014 revision was due to pain. The patient's operative report noted previous removal of a pseudotumor and pseudotumor reoccurrence. The operative report also noted metallosis type bursal tissue which was removed.

Event description:
Legal counsel for patient reported patient underwent a left total hip arthroplasty on (B)(6) 2008. Patient's legal counsel further reported patient allegations of pain, damage to bone/tissue and elevated metal ion levels. Subsequently, patient underwent a revision procedure on (B)(6) 2014. A review of the invoice history confirmed the surgery dates and indicates the modular head, taper adapter and acetabular cup were removed and replaced during the revision procedure. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.